Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the device tip. The stent had moved approximately 12mm proximally from the most distal crimp mark on the balloon material. This damage is consistent with the stent meeting resistance or an obstruction during the advancement of the device. Additionally it was noted that the stent struts at the proximal end of the stent were severely distorted and misaligned. This type of damage is consistent with the stent encountering a resistance or an obstruction during the withdrawal of the device. A review of the stent crimp settings highlighted no abnormalities prior to shipment. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The balloon material was found to have the stent impressions on its surface indicating that the stent was crimped per process in the correct location during manufacturing. A break in the shaft polymer extrusion was identified 12mm distal to the midshaft. In addition several kinks were found along the length of the shaft polymer extrusion. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that this damage formed part of the complaint incident. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-aug-2015. It was reported that crossing difficulties were encountered. The 85% stenosed, 38mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 4.0mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 4.00x38mm promus element tm long stent was advanced but was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon, stent damage and break in the shaft polymer extrusion.